Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a bypass procedure, pneumo was leaking from the base of the reductor. Completed with the same like product. There was no pt consequence.